Manufacturer narrative:
(B)(4) inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.

Event description:
Customer's wife reported via phone call that customer's blood glucose dropped from 203 mg/dl to 40 mg/dl, which was treated with glucose tabs. When blood glucose elevated to 201 mg/dl customer attempted to calibrate. Customer received two calibration error and a change sensor alert and bad sensor alert. Customer changed sensor and it was reported that sensor cannula was slightly curved. Sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.